Event description:
Date: (B)(6) 2024. Deviation information: deviation type: supplier complaint. Deviation no.: (B)(4). Date of receipt: (B)(6) 2024. Type of receipt: verbal. Injury (patient / other): no. Product possibly involved in injury: no. Product available for examination: yes. Detection site: 2 - on application. Catheter location: chest. Complaint: valve leaks. Product information: article no: 50-7050/v001 - pleurx¿ pleural catheter. Additionally affected article no: 50-7050/v001 - pleurx¿ pleural catheter. Additionally affected lot no.: 0001478139. Additionally affected UDI no.: affected component article no: / - affected component lot no: additional informations: description of issue (what / why): valve broken. How often occured defect: once medical intervention (other than first aid): no. Needle/probe stick: no. Other actions taken: no. Safety issue: no. Issue resolved: yes. How issue resolved / additional information: valve change. Photo / sample available: yes. Safety valve broken / damaged / disconnected: yes. Safety clamp open, when valve broke/damaged/disconnected: no. Safety valve nose broken / damaged: no. Locking tab broken / damaged: no. Leakage: no. Successful drainage: yes. Impact to patient: no indication for that / not applicable. Exposure to blood / bodily fluid: no. Course of treatment changed due to event: no. Time catheter in place: (B)(6) 2023. Connected device (pleurx/peritx/brand) 50-7050. Procedure performed by: ewimed employee. Procedure performed at: hospital. Replacement requested: no. Credit requested: yes. Additional information: information on the error pattern: error location: catheter. Type of error: damaged (broken, brittle, deformed). It was mentioned in the entry description of the complaint that the valve leakage and the procedure was completed by valve change. Contamination status of sample unknown (plant doesn't accept chemo contaminated samples). It was mentioned in the entry description of the complaint that the catheter was located on the chest.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Device problem code: a0401. Patient problem code: f26.

Event description:
Date: 2024-02-14. Deviation information: deviation type: supplier complaint. Deviation no.: lr-2024-0023. Date of receipt: 2024-02-12. Type of receipt: verbal. Injury (patient / other): no. Product possibly involved in injury: no. Product available for examination: yes. Detection site: 2 - on application. Catheter location: chest. Complaint: valve leaks. Product information: article no: 50-7050/v001 - pleurx¿ pleural catheter. Additionally affected article no: 50-7050/v001 - pleurx¿ pleural catheter. Additionally affected lot no.: 0001478139. Additionally affected UDI no.: affected component article no: / -. Affected component lot no: additional informations: description of issue (what / why): valve broken. How often occured defect: once. Medical intervention (other than first aid): no. Needle/probe stick: no. Other actions taken: no. Safety issue: no. Issue resolved: yes. How issue resolved / additional information: valve change. Photo / sample available: yes. Safety valve broken / damaged / disconnected: yes. Safety clamp open, when valve broke/damaged/disconnected: no. Safety valve nose broken / damaged: no. Locking tab broken / damaged: no. Leakage: no. Successful drainage: yes. Impact to patient: no indication for that / not applicable. Exposure to blood / bodily fluid: no. Course of treatment changed due to event: no. Time catheter in place: 01.07.2023. Connected device (pleurx/peritx/brand) 50-7050. Procedure performed by: ewimed employee. Procedure performed at: hospital. Replacement requested: no. Credit requested: yes. Additional information: information on the error pattern: error location: catheter. Type of error: damaged (broken, brittle, deformed). Provided lot number 0001478139 belongs to material number 50-9050a aska 02/16/2024. - it was mentioned in the entry description of the complaint that the valve leakage and the procedure was completed by valve change. - contamination status of sample unknown (plant doesn't accept chemo contaminated samples). -it was mentioned in the entry description of the complaint that the catheter was located on the chest.

Manufacturer narrative:
(B)(4). Follow-up emdr for device evaluation: one photo sample was received by our quality team for investigation. Upon visual inspection of the photo, it was observed that the valve is broken; therefore, the reported failure mode was confirmed. A review of the internal manufacturing device records and raw material history files for the reported lot number 0001478139 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Based on the available information we are not able to identify a root cause at this time. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends.